Event description:
Surgeon initiated use of the micro-scissors in the lumbar spine area and saw a piece of the instrument fall off. Approximately 1 cm flake of the material was retrieved. X-ray taken to confirm no other small debris was in wound bed.====================== manufacturer response for micro scissors - sharp, medtronic metrix======================

Event description:
It was reported that during an unknown procedure the surgeon was using the device when it error coded and the generator showed an instrument error. The device was taken out of the patient to analyze the issue but when it was cleaned using a swab the active blade broke in half. The blade has been kept and will be returning with the faulty device. No strange noises were heard throughout. The surgeon opened a new device and continued with the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis showed that the device (a) was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade